Manufacturer narrative:
(B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. It was also noted that the catheter was severely kinked along of its body and the device was returned without the over-sheath. Microscope examination was performed on the bushing, and it was observed that the bushing had hits on its hooks. It was also found that the bushing tabs were rounded. Dimensional analysis was performed on the bushing outside diameter, and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and b were found to be out of specification, indicating that the device experienced a deployment failure. No other issues with the device were noted. During product analysis, it was found that the dimension between the bushing hooks were out of specifications, hits were found on the bushing hooks and also bushing tabs were rounded and with different measurements. According to this evidence, it is possible that as a result of the bushing out of specifications, during the actuation of the device, some friction occurred between the components inside of the clip assembly, causing the bushing hits and consequently could have led to difficulty releasing the clip from the catheter. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (b(6) 2021. During the procedure, the clip was used for preventive hemostasis and closure. The clip was able to grasp and lock onto tissue, but could not be detached normally from the catheter to deploy even after the physician pulled and shook the clip for several times. Reportedly, the clip was removed by force, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.